Event description:
With the advancement of the contralateral iliac leg graft, some concern was given to the consideration that the selected leg graft might land "long" on the contralateral side. The decision was made to deploy the leg graft higher in the limb of the main body. Contralateral leg was extended to the height of 1 1/2 stents above the bifurcation of the main body. Left hypogastric patency was ensured. In order to prevent the possible occlusion of the contralateral limb, due to the extended height above the bifurcation, an iliac leg extension was deployed in the ipsilateral limb of the main body of a similar height in relation to the existing proximal portion of the contralateral leg graft. Ipsilateral iliac leg graft was then deployed without complication. Procedure concluded with no noted flow disturbances through the graft nor endoleak presence.